Event description:
It was reported that during a case the unit blacked out for about five seconds. It was further reported that this happened multiple times.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.